Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for damaged and leak due to crack/broken occluder feet. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. One used sample was received in reference to "leak". The set was visually inspected with broken occluder feet confirmed. A pressure test of the sample confirmed leakage and clear passage. The complaint was confirmed for broken occluder feet that resulted in leakage in the lab. The root cause of this problem is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report received by (B)(4) baxter on (B)(6) 2010, from a sales representative. On (B)(6) 2010, it was observed that the transfer set which was connected to the patient was broken (the lock part) and that fluid was leaking from the inside of the set before the therapy started . The defect was observed in 1 unit and the actual sample was available. No clinical impact on the patient was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Additional information: additional information was received on (B)(4) 2010. The transfer set involved had been in use for two days. The patient was an experienced peritoneal dialysis (pd) patient who had been on automated pd therapy for twelve years. Baticon was used as a cleaning solution. The patient did not overtorque the transfer set nor was the device exposed to excessive force. The broken occluder feet were noticed during the exchange of the transfer set. No previous difficulties were noticed.